Event description:
It was reported that a patient presented remotely via merlin.net. Review of the transmission revealed premature battery depletion of the pacemaker (pm). The physician elected to explant and replace the pm. The patient condition was stable.

Manufacturer narrative:
The reported event of premature battery depletion was confirmed. The device was received at elective-replacement (eri) level with normal output and telemetry communication. Analysis of the device image revealed high current drain of more than ten times that of normal current, which is consistent with increased duty cycle of the internal circuitry caused by a firmware anomaly. The device evaluation was performed, and no anomaly was found. The high current condition could not be reproduced during analysis.